Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device ECG trace issues. There was no reported patient involvement / adverse patient impact.

Manufacturer narrative:
Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #1218950-2017-07092 was submitted.